Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device was frozen. It was noted there was corrosion on internal components (bearings), set-screw and lock-nut damaged, the oscillating fork and seals worn and damaged. The assignable root cause was due to improper cleaning/care and possibly immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary closing wedge tibial osteotomy for ruptured cruciate on a canine, it was observed that the sagittal saw attachment device malfunctioned. According to the report, the surgeon tried troubleshooting the device during surgery but did not get it to work. It was further reported that the canine already had mpl done so tplo was not a good option; however, the surgeon had to use the tplo attachment to try and make a straight cut, which was not optimal. There was a four to five minute delay in the surgical procedure and a spare device was not available for use. The surgeon reverted to cut wedge-shaped piece out of tibia with the tplo saw blade attachment device to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.